Event description:
Loss of osseointegration, implant achieved osseointegration, implant was completely covered with bone, no thread tap used, smoker, periodontal disease, peri-implantitis, abscess, inflammation. Complete loosening of the implant. When the bridge was removed, the implant (1 of 6) remained in the bridge.